Event description:
Pump fell, leading to a malfunction alarm identified with code malf 9. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing information on resetting the pump, which resolved the issue, allowing the customer to continue using the pump. Customer was advised to contact support should the malfunction code recur.